Manufacturer narrative:
(B)(4). This product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center irs, the reason for repair is low o2 or yellow light, unit alarming, unit shuts down, unit smells, unit alarms are not functional, and error code. The key failure is a defective sieve bed that is leaking (aka dusted, blown, dumped) which addresses all reasons for repair except the unit alarms not functional. Additional malfunction identified on the irs as a broken power switch (aka on/off switch) with weak or no alarm is directly related to the reason for repair unit alarms not functional. The power switch non-functioning alarm issue is a reportable event which is the basis of the following FDA report.